Event description:
A report was received that the patient was feeling a shocking sensation when leaning forward and back and had lost stimulation. The patient also felt jolts and a burning sensation at the pocket site. During the procedure, the physician discovered a frayed lead and the ipg was having communication problems. The physician elected to replace the lead and ipg with new ones. The patient is reportedly dong well following the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed the visual, performance, photographic and electrical tests. The complaint that the lead was frayed has been confirmed. The lead showed 5 open wires at about 7 inches from the end of the distal tip. The lead body at the area has become narrowed as if it was stretched or pulled.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #s: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient was feeling a shocking sensation when leaning forward and back and had lost stimulation. The patient also felt jolts and a burning sensation at the pocket site. During the procedure the physician discovered a frayed lead and the ipg was having communication problems. The physician elected to replace the lead and ipg with new ones. The patient is reportedly dong well following the procedure.